Event description:
Initial result for a patient sodium/potassium/chloride was 85/2.8/6. When repeated, the results were 141/4.5/107. The incorrect results were not used to guide therapy. The field service rep found the mix tower was not draining and repaired the instrument by replacing a valve.